Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as a 1006 "da pcba adc failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1006 "da pcba adc failed" error occurred. The customer noted that the issue was replicated many times and ultimately replaced the data acquisition (da) printed circuit board assembly (pcba), after which the issue was resolved. The da pcba replacement indicates that the cause was due to a faulty da pcba that needed to be replaced for repair. The investigation concludes that no further action is required at this time.